Event description:
It was reported to ge that the x-ray cassette fell out of the cassette tray and struck the technologist on the foot. Apparently, this caused a fractured left toe. Evidently, the latching mechanism was not sufficient to hold the large cassette, allowing it to fail.